Event description:
It was reported that customer received a compromised forced sensor alarm. It was reported that drive support cap was protruded. As a result of malfunction, customer was hospitalized on (B)(6) 2015 with high blood glucose of 510 mg/dl. Customer was going to be stabilized and released the next day. It was not certain if customer was wearing insulin pump at the time of hospitalization as insulin pump malfunctioned a few hours before being hospitalized. Caller was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Unit had constant failed battery test after battery insertion due to faulty battery tube. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime / a33 test and excessive no delivery test or test for a33 alarm due to failed battery test alarm. Unit had a protruded / loose drive support disk, minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.